Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's acquaintance regarding a patient that was in a car crash in 2007 and suffered a spinal injury that left him with issues with his digestive system, 4 vertebrae fused in the lower back and chronic pain in his legs. At some point between 2007 and 2011, the patient had an "experimental implant" implanted into his back that was created by the manufacturer to try to reduce or eliminate the pain. It was the reporter's understanding that the device functioned for a short period after the patient regained consciousness, and then ceased to function. In 2011, the patient was supposed to have the entire device removed, but only part of the device was removed as it turned out to be more complex than anticipated. The implant swelled up and bled from time to time, and the patient could never sit back or lie on it. The patient took a lot of medication for his illness and lately, at the time of report, the patient's decision making had reportedly "taken a turn for the worst." On (B)(6) 2016, the patient was admitted to the hospital with numbness moving up his legs. The patient was in a lot of pain. The implant still had not been removed. The experimental device failed.

Event description:
Additional information reported the patient was ¿due to have surgery¿ and that their acquaintance hoped the implant would be removed at that time. As of (B)(6) 2016 it was noted the patient was ¿being cared for by the hse, so the issue had been resolved.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.